Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured femoral bone after three weeks of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number, one other due to infection. This is the first complaint for this lot number. The root cause for the fractured femoral bone was most likely due to the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery- the patient fell at nursing home and sustained perioprosthetic femur fracture.